Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is unable to use the up arrow button to bolus because the screen will not stop scrolling; she has to use the down arrow button instead. The customer stated that the device has not been dropped but the weather has been more humid lately. The customer also mentioned experiencing high blood glucose. Customer blood glucose was 260 mg/dl. She changed the set to treat. During troubleshoot; she stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer declined to check the settings and did not want to continue troubleshooting since she was driving and did not have another set to test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.